Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the patient came in for pocket revision and chronic infection was discovered. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.